Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of "did not work and would 'lock up.'" The programmer powered up without an error; however the error log confirms error events occurred which would have locked up the device until a power cycle. The link electronic module (lem) board was reseated and calibrated, and the software reloaded to resolve. The programmer, on one occasion, did not power on immediately. After cycling the power switch several times the device powered on and maintained power. The power supply was replaced. Additionally, the handle covers were cracked, and the hard drive health was less than 100%. Both were replaced to resolve. The device passed all final functional and systems tests, and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer did not work and would "lock up." The programmer has been returned for repair. No patient complications have been reported as a result of this event.